Manufacturer narrative:
The device was received by resmed (B)(4). The preliminary evaluation identified the root cause of the system fault as water ingress inside the unit. Resmed's risk analysis for this failure mode concludes that the risk is acceptable. (B)(4).

Event description:
Imp- (B)(4).